Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. A suture wing was fixed to the catheter between the 33 cm and 36 cm depth markings. The catheter was kinked around and constricted by the sutures. A longitudinally aligned split was observed just distal of the connector. The catheter exhibited light discoloration in the vicinity of the split. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The catheter was partially occluded distal of the split by the sutures. Tactile inspection of the sample revealed severe tensile weakness and material necking in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular surfaces. The fracture features, discoloration and tensile weakness were consistent with over-pressurization (burst) damage. The suture related partial occlusion of the catheter likely contributed to over-pressurization of the catheter. The product IFU states ¿use suture wings to secure the catheter without compromising catheter patency.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that catheter leakage around catheter connector was found at the time of saline flush. The catheter was removed. Usually, saline flush had been done once a week, however, when chemotherapy or/and blood sampling were conducted, saline flush was done at least three times per week.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter leakage around catheter connector was found at the time of saline flush. The catheter was removed. It was stated that usually saline flush had been done once a week, however, when chemotherapy or/and blood sampling were conducted, saline flush was done at least three times per week.